Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. The investigation is unconfirmed for the failure mode reported, break. However a detachment was observed. The outer catheter was not attached to the balloon at the proximal bond. During the evaluation the inner broke as a result of a kink. It t is likely that handling techniques used during device preparation contributed to the detachment failure mode. Damage visible at the distal end of the sleeve implied that the sleeve was attempted to be removed with the shipping mandrel still in place. The resultant excessive force may have caused the detachment. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. The IFU was reviewed and contains the following information relevant to the reported event: description: the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon a 0.014¿ (0.356 mm) guidewire is recommended for use with the sleek otw catheter. Warnings: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial directions for use: inspection and preparation remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. (B)(4).

Event description:
It was reported that during the procedure the shaft of the pta dilatation catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. .

Event description:
It was reported that during the procedure the shaft of the pta dilatation catheter allegedly broke. There was no reported patient injury.